Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the customer reported complaint. Failure analysis found the primary failure of an insulation damage to be related to the customer reported complaint. The instrument was found to have insulation damage on the conductor wire, exposing the internal wires and the damage was located at the distal end near the proximal clevis. No material was observed to be missing and no thermal damage was observed. Electrical continuity was tested and passed. The root cause is attributed to a component failure. A review of the instrument log for the maryland bipolar forceps (471172-16/ n112007130013) associated with this event has been performed. Per logs, the maryland bipolar forceps instrument was last used on (B)(6) 2021 on system (B)(4). The instrument had 2 uses remaining after the last procedural use. A review of the site's complaint history does not show any additional complaints related to this product. No image or video was provided for review. This complaint is being reported due to the following conclusion: the maryland bipolar forceps instrument had conductor wire damage with exposed internal wires with no evidence or claim of mishandling or misuse. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument had a broken wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.